Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a fracture occurred. A 10mm x 40cm interlock¿-35 was used to treat an aneurysm located in the iliac artery. The physician attempted to advanced the device into an unspecified 5f catheter, however, the device could not be advanced. It was noted that the "shaft of the coil" was fractured. The procedure was completed with an 018 coil. There were no patient complications reported and the patient's status is stable.